Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touchscreen was unresponsive. Additionally, it was reported that the pump battery was unable to charged. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had an alternate method of insulin delivery available.

Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issue was verified. Based on the analysis, the alleged battery issue could not be verified.